Manufacturer narrative:
It was noted during failure analysis that blade popped out during testing as a result of a loose drive link in the blade mount base.

Event description:
The system 6 sagittal saw was sent for service and during failure analysis it was noted that the blade came out of the device during testing while the device was in use. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The system 6 sagittal saw was sent for service and during failure analysis it was noted that the blade came out of the device during testing while the device was in use. There was no patient involvement and no adverse consequences associated with the device.